Manufacturer narrative:
The batch history analysis was performed, quality notifications were verified, maintenance records and no deviation was found for this lot. Photos of the oral plunger were available for analysis in which it was possible to confirm the defect of foreign material - spot in function of the presented evidences. The defect was found in the plunger rod component that presented with degraded material and is related to burnt resin inside the injection cylinder of the press. The rod has degraded material, which is characteristic of material coming from the injection cylinder of the machine that over time hold material along the thread and injection cylinder. CAPA is not required. The incident identified from this complaint will be monitored for trend evaluation.

Event description:
It was reported that oralpak 5ml azul hospital had mold on it. This was discovered before use. The following information was provided by the initial reporter: when opening a pack of oralpack 5ml syringe, the presence of mold.